Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed given allegation as tried to power up this programmer (prm) but there was no light emitting diode's (led's) or fan. The printed circuit board (pcb) was burned up and shorted out and it was replaced. It was found there was abuse or mishandling inflicted on this programmer as the bottom housing had left rear broken out, the memory card on single computer board (sbc) printed circuit board (pcb) had one slid tab that was broken off and both coaxial and antenna cables were damaged from being assembled incorrectly. All these damaged parts were replaced and this programmer then passed all functional incoming tests.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this programmer (prm) was unable to power up despite multiple attempts made by the field representative. The prm's screen flashed on power up but turned off immediately. The programmer was then returned for analysis testing. No adverse patient effects were reported.

Event description:
Boston scientific received information that this programmer (prm) was unable to power up despite multiple attempts made by the field representative. The prm's screen flashed on power up but turned off immediately. The field representative was then not able to powerup the programmer despite numerous attempts. The programmer was returned for analysis testing. No adverse patient effects were reported.